Event description:
As reported by the cec adjudication committee, a (B)(4) study patient experienced a peri-procedural myocardial infarct. The indication for the index procedure was stable angina pectoris and positive function test for ischemia. Angiography revealed 95% stenosis to the proximal left ascending artery (prox lad). The lesion was described as 6mm in length, class a and de novo. The reference vessel was 2.8mm in diameter. The lesion was pre-dilated with a 2.5 x 12 balloon at 6atm and a 3.0 x 13 cypher rx stent was implanted at 8atm. The stent was post dilated with a 3.5 x 8 balloon at 16atm. There was 0% post residual stenosis and timi 3. At screening, the ck was 46 (234 u/l) and troponin I was 0.01 (0.10ng/ml). At 16 to 24 hours post procedure, the ck was 72 and the troponin I was 0.32. There were no procedural complications reported and the patient was discharged the next. The cec adjudication minutes received on 5/8/12 reported that the committee determined that the patient experienced at peri-procedure mi. The ECG core lab reported no new major st-t abnormalities, no q waves.

Manufacturer narrative:
Complaint conclusion: as reported by the cec adjudication committee, a (B)(4) study patient experienced a peri-procedural myocardial infarct. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, family history of coronary artery disease, hyperlipidemia, diabetes mellitus type ii, history of smoking within 30 days, allergic to morphine and sulfa. The indication for the index procedure was stable angina pectoris and positive function test for ischemia. Angiography revealed 95% stenosis to the proximal left ascending artery (prox lad). The lesion was described as 6mm in length, class a and de novo. The reference vessel was 2.8mm in diameter. The lesion was pre-dilated with a 2.5 x 12 balloon at 6atm and a 3.0 x 13 cypher rx stent was implanted at 8atm. The stent was post dilated with a 3.5 x 8 balloon at 16atm. There was 0% post residual stenosis and timi 3. At screening, the ck was 46 (234 u/l) and troponin I was 0.01 (0.10ng/ml). At 16 to 24 hours post procedure, the ck was 72 and the troponin I was 0.32. There were no procedural complications reported and the patient was discharged the next. The cec adjudication minutes received on (B)(4) 2012 reported that the committee determined that the patient experienced at peri-procedure mi. The ECG core lab reported no new major st-t abnormalities, no q waves. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15262887 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Concomitant medications: aspirin 81mg qd, lipitor 20mg qd, glucophage 1000mg qd, lopressor 25mg bid, gabapentin 300mg tid and plavix 75mg qd. Additional information will be submitted within 30 days of receipt.